Event description:
A malfunction alarm was reported by the customer, with no notable events occurring prior to the issue. The malfunction, identified as code malf 12, did not cause the customer's blood glucose level to exceed 500 mg/dl, confirming no adverse impact. The customer experienced the same malfunction multiple times and was provided a reset for their current pump by technical support. Technical support assisted in pumping reset steps and decided to send a replacement pump with updated software. The customer was informed of how to manage the replacement process, including putting the original pump into storage mode and returning it using a pre-paid label within 10 days. The customer will continue using their current pump, with manual injections as a backup, until the replacement arrives.